Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 24, 2021 indicated that the patient also experienced device migration on the right side. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 375cc on the left, and 425cc on the right side silicone breast implant experienced left sided rupture, and capsular contracture, and right sided cutaneous contour deformity post procedure. The patient noticed changes in the way the breast felt and pain in the area. An ultrasound examination confirmed the rupture. As a result patient underwent right partial capsulectomy, left sub-total capsulectomy, cleanout of silicone from left breast pocket, lateral closure of left breast pocket, and bilateral replacements as follow: l/ cat#: 3504254bc, sn: (B)(4), and r/ cat#: 3504754bc, sn: (B)(4) on (B)(6) 2021. This report relates to the right side.